Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer experienced high blood glucose of 465 mg/dl and treated with 5 unit of manual injection. Later in the day, customer's blood glucose began to drop to 45 mg/dl and customer treated with glucagon shot and juice. Customer was advised by trainer that adverse events were due to customer not putting insulin the correct way. Customer did not want further assistance.